Event description:
It was reported that during a breast biopsy procedure, their refresh tissue marker did not deploy properly. They changed markers and continued to have the same tissue. They changed to a third refresh marker and it worked properly. There was no pt consequence reported. Case was completed using the 3rd marker.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the mam3001 applier (a,b,c) was returned in good physical condition and already deployed. The firing mechanism was tested and it was fully functional. Event described could not be confirmed as the device was received with the collogen plug already deployed. The mam3001 analysis (d) results found that the clear tube applier was stretched with the marker already deployed. As each device is visually inspected and functionally tested during the mfg process, no conclusion could be reached as to how the damage to the device occurred. Device d additional info: batch # e9fv3a. Expiration date: 11/2013, mfg date: 12/2008. Clear tube applier stretched. The mam3001 analysis (e, f) results found that the clear tube applier was stretched with the marker present, functional test was performed, however, the marker was partially deployed due to the condition of the device. As each device is visually inspected and functionally tested during the mfg process, no conclusion could be reached as to how the damage to the device occurred. Device (e, f) additional info: batch # e9fv3a. Expiration date: 11/2013. Mfg date: 12/2008. Clear tube applier stretched. The analysis results found that the mam3001 device (g) was received with the introducer tube detached and the tip sheared off and missing. The applier was received wihtout the collagen plug, which denoted that the marker clip was already deployed. A corrective action has been initiated for the tip shearing issues. As each device is visually inspected and functionally tested during the mfg process, no conclusion could be reached as to how the damage to the device occurred. However, a potential cause of the found defect is the removal of the mammomarker from the disposable probe while it is still inserted into the pt breast. Once the collagen plug has been deployed, the disposable probe and mammomarker have to be removed together from the pt breast at the same time in order to avoid damage to the mammomarker introducer tube such as the one found during analysis. Device g additional info: batch # e9fv3a. Expiration date: 11/2013. Mfg date: 12/2008. Clear tip sheared at distal tip.